Manufacturer narrative:
The returned sensor was evaluated. During evaluation no issues were found with eeprom contents. During functional testing the sensor failed continuity testing due to a short between green conductor and the copper inner shield at the solder joint assembly. The short was caused by a cut in the green conductor jacket. When connected to a known good monitor, a "sensor off patient" error message was displayed, preventing the sensor from being used for monitoring.

Event description:
The customer reported the sensor is giving inaccurate spo2 readings. No patient impact or consequences were reported.